Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of a sample. Based on the information gathered during baxter?s investigation, the root cause of the alarm was due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The registered nurse (rn) stated that the home patient (hp) had started the initial drain and was not connected. The rn stated she connected the hp and right after that, the alarm sounded. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A nurse (rn) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during initial drain. The rn stated that the home patient (hp) had started the initial drain and was not connected. The rn stated she connected the hp and right after that, the alarm sounded. The technical service representative (tsr) explained se 2240 alarm indicates air entered the set up and advised the rn to cycle power to clear the alarm. The tsr further explained to start over with new supplies and advised the rn to inform the peritoneal dialysis nurse (pdrn) of the incident. The tsr reviewed proper procedures with the rn. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.